Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on approximately (B)(6) 2023 with an elevated blood glucose (bg) level and high ketones; specific bg value was not known. Reportedly, the cause was due to an infection at the infusion set site. The customer attempted to resolve the elevated bg via a bolus on the pump and manual injections. Customer was treated in the ICU with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged less than a week later with the issue resolved and no permanent damage.